Event description:
Caller reported experiencing elevated blood glucose levels since (B)(6) 2014. Caller stated blood glucose level was 500 mg/dl; exact time and date were not provided. Caller reported she went to her general practitioner and was treated with an infusion of insulin and afterwards went to his diabetes specialist. Caller stated he detected dampness in the cartridge compartment; changed the cartridge but the issue persisted. Caller alleges the cartridge is leaky. Requested return of the alleged cartridge for evaluation

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.